Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that splits were noted to a smiths medical bivona® uncuffed tracheostomy tube. Subsequently, the patient underwent a tracheostomy (trach) change out and recovered following. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that an emergency tracheostomy (trach) change out was performed due to the increase in secretions. The splits were noted at the base of the tube upon removing the trach. No further information was provided.

Manufacturer narrative:
One smiths medical bivona® uncuffed tracheostomy tube was returned for analysis in used condition. Upon visual inspection is was noted that the sample had splits in the shaft with an exposed wire inside. Relevant document were reviewed and deemed adequate. A review of the manufacturing process was completed and found adequate. The assembly process was performed according to the procedures along with confirming training records. Thirty two assemblies were reviewed to see if they had a molding issue. The instructive "(B)(4), pedi-neo uncuffed IFU was reviewed. On section 5.8 states: "during reprocessing, aggressive scrubbing of the tube or use hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube." It was seen that: receiving inspection verifies: part workmanship and appearance of a representative sample for each lot according to the quantity received. Production personnel inspects the parts 100% before assembling them to see if they have any molding issue such as voids/splits. Additional they inspect 100 % once cured to see if they have any molding issue such as exposed wire, voids/splits. Quality takes a representative sample and performs a visual inspection for exposed wire according to qp bivona (B)(4) - inspection for bivona finish goods. Based on the evidence, the complaint was confirmed with the root cause being due to manufacturing.